Event description:
(B)(4), case subject: npi error code 351.6760 on pca unit, account name: (B)(6) hospital (B)(6). Contact: (B)(6), contact email: (B)(6), contact phone: (B)(6). Patient or user involvement: no, patient or user harm: no. Tech called in for help on pca unit. Case resolution: tech pca unit is get error code 351.6760 has to do with the calibration flag is not set, the module is not calibrated. Before call in, tech ran calibration. He went through unit, went back on floor with unit and error out with same error code. Tech will have to send unit in for services.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: error code 351.6760 on pca unit. Technical support - tech pca unit is get error code 351.6760 has to do with the calibration flag is not set, the module is not calibrated. Before call in tech ran calibration went through, unit went back on floor with and error out with same error code. Tech will have to send unit in for services. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - tech pca unit gets error code 351.6760. Has to do with the calibration flag not set. H3 other text : no product returned.

Manufacturer narrative:
The customer¿s reported problem was confirmed. No device will be returned per customer. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device's calibration flag is not set. There was no patient involvement.